Manufacturer narrative:
H10 correct aware date submitted in g3. 12/21/2020.

Event description:
Correct aware date submitted in h10.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped not inflating due to what seems to be a pinhole leak in the cuff.